Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed investigations. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip. One grip approximately 0.105 x 0.662 was broken off and was not returned. Failure analysis also found that the instrument yaw pulley at the distal end had a 0.094 x 0.173 piece missing. It was concluded that the broken and missing grip and yaw pulley was due to mishandling/misuse. No other damage was found. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the jaws of the maryland bipolar forceps instrument allegedly broke apart and fell inside the patient. The surgeon retrieved most of the broken fragments, however, believes that a piece was still missing. The location of the missing fragment is unknown. It is also unknown if the missing fragment was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication procedure, the jaws on the maryland bipolar forceps instrument broke apart and fell inside the patient. The surgeon was able to retrieve most of the broken pieces, however, after performing an examination, the surgeon believes that a piece was still missing. There was no report of patient harm, adverse outcome or injury.